Event description:
Preparation of the procedure was all normal. When the delivery system was inserted into the artery vessel, the tip collapsed from the steel and detached with the delivery system. The tip was removed by surgery. Patient outcome - "unknown."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs thoracic stent-graft with plus delivery system. The relay nbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us (p110038). The event occurred in china.

Event description:
Preparation of the procedure was all normal. When the delivery system was inserted into the artery vessel, the tip collapsed from the steel and detached with the delivery system. The tip was removed by surgery. Patient outcome - "unknown.".

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs thoracic stent-graft with plus delivery system. The relay nbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us (p110038). The event occurred in china.